Event description:
Note: this report pertains to the second of three reported malfunctions occuring during the event. Refer to MFR report #300509980-2008-06629 for details regarding the first device. It was reported to boston scientific corporation that during a peg placement procedure (adult pt), the guidewire lumen opening of an endovive standard peg tube device was sealed off. The device was replaced with a second endovive standard peg device. Refer to MFR report #3005099803-2008-06631 for details regarding the third device.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.